Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic for follow up, high capture threshold was observed. The lead will be replaced when the ICD reaches eri.